Event description:
It was observed, that during the device evaluation. The high flow insufflation unit exhibited error log e05. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed the event was caused by a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.